Event description:
The patient reported that the infusion device does not properly deliver insulin and she experienced elevated blood glucose of over 200 mg/dl. The issue began on (B)(6) 2010. She has changed the infusion set but her blood glucose remains elevated. She switched to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.